Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a foreign body in biopsy channel. The issue was found during reprocessing of the device. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. During onsite inspection found obstructed instrument channel. The obstruction was carefully removed, and after removal, the scope was tested and found to be functioning satisfactorily as per olympus standards. A definitive root cause could not be identified. Based on the results of the inspection, it is likely a rubber piece from the biopsy valve was lodged inside the instrument channel mistakenly by the customer at the time of reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.